Manufacturer narrative:
(B)(4). Found fault in the heater assembly and thermistor assembly. Both were cross checked with a working part and the fault was confirmed.

Event description:
It was reported that there was no heat and no warming from the machine output with no audio or visual alarms. The device reportedly just blew air with no heat. The temperature did not rise to the set value. There was no patient involvement reported. There is no report of serious injury or death associated with this event.